Event description:
It was reported that this brady lead was explanted due to rising threshold measurements. A new brady lead with a different model was successfully implanted. No additional adverse patient effects were reported.